Event description:
Customer received a meter reading of 81 mg/dl at 5:00 am during a hypoglycemic episode which manifested with slurred speech. Customer drank some juice then slept until 9:30 am. Customer awoke and took a second reading of 96 mg/dl. Paramedics were called and received a comparison reading of 46 mg/dl with an unk brand of meter. Customer again was treated with a glass of juice. Customer's meter had the wrong setting for the calibration code during the event.